Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the battery contacts and cap were not damaged. Customer was advised on how to clean the battery and reinstalled the battery but the pump alarmed again. Customer indicated that they will buy new batteries and call back if they problem with the pump persists.